Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-03168 and 3005099803-2016-03072 for the other associated device information. It was reported to boston scientific corporation on september 19, 2016 that a wallflex enteral colonic stent and a hydra jagwire guidewire were used in the descending colon during a stent placement procedure. The stent was intended to be used as a bridge to surgery for an 8 cm malignant mass. Reportedly, the mass was long, tight and very tortuous. According to the complainant, during the procedure, the physician inserted the hydra jagwire¿ guidewire (the subject to MFR report # 3005099803-2016-03168) and implanted the wallflex enteral colonic stent (the subject to MFR report #3005099803-2016-03072). However, during an x-ray, the physician noted that the guidewire and the stent had perforated the mucosa. The stent was removed using forceps and the physician then chose to perform the surgical resection of the malignant mass instead of a surgical bridge. In the physician¿s assessment, the patient¿s anatomy was perforated due to the severity of the disease state and the malignant obstruction was so severe that the mass could not be traversed with any type of scope. The patient's condition at the conclusion of the procedure was reported to be good.